Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s implant ¿shocked them to death¿ a few years ago. The patient stated it shocked them so bad it knocked them down the floor, they didn¿t tell anyone about it, and they had to have it removed. The patient noted their doctor told them to wait a year and put a new one in, which they did. The patient also reported they had to catheterize themselves for a year, they never complained and took it as a fluke. The patient reported that it kept shocking them and they couldn¿t catheterize themselves or anything, and it was so bad that they had to go to the emergency room. The patient stated that due to their bladder they had lost all elasticity out of their bladder and they took 2200 ccs of urine out of them and put them in the hospital. The patient stated they never said anything or complained. The patient did not provide a date that this occurred when asked. No further complications were reported.